Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at the forceps cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope which is an olympus asset with no reported complaint. During the device analysis, the investigation indicates that missing adhesive at the forceps cover was found. There was no patient involvement.